Event description:
Neck trail broke off. Peg remains in pt. Took broach out with the neck trail and the peg broke off. Doctor isn't concerned about it unless it migrates. It could cause 3rd party wear if it migrates. Discovered in post-op x-ray. Pt was informed and will be monitored.